Event description:
A customer reported a malfunction when they removed the cartridge from the pump before the app instructed them to, resulting in a malfunction code "malf 9." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided information to reset the pump, assisted the customer with the reset process, and advised them to continue using the pump. The customer was instructed to call back if the malfunction code recurs, which was acknowledged and understood.